Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The screw was returned with the tulip head disengaged from the main thread body. There was deformities on the bottom of the tulip head and on the top of the main screw body. No relevant manufacturing issues were identified as all units met stryker specifications. According to the IFU, "once implanted, the implants are subjected to stresses and strains. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. While the expected life of spinal implant components is difficult to estimate, it is finite...the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." It is possible the implants became deformed over time and when force was exerted on the tulip heads during repositioning, they disengaged. Additionally, the patient did fuse, so the implants served their purpose. The most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that; during a revision, the patient had hardware in l4-s1. We were extending the hardware up to l3. When the doctor took out old rod and started turning the heads on the screws that were already in the patient three tulip heads popped off. We replaced them with other screws.

Event description:
It was reported that; during a revision, the patient had hardware in l4-s1. We were extending the hardware up to l3. When the doctor took out old rod and started turning the heads on the screws that were already in the patient three tulip heads popped off. We replaced them with other screws.